Event description:
Reportable based on analysis completed on (B)(4) . It was reported that during a percutaneous coronary intervention, difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified proximal end of the left circumflex artery. The 2.25mm x 28mm promus element plus stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was good. However, device analysis revealed a stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Initial visual examination noted stent strut damage, as a number of stent struts approximately 10mm from the distal edge of the stent were elevated and bent backwards. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).